Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left cubital vein using 4f non-bsc sheath. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm vein. After a non-bsc guidewire crossed the lesion, a 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured after being inflated for 10 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with 6x4mm sterling balloon catheter. No patient complications were reported and the patient's status was good.